Event description:
It was reported via repair work order that the bed lift would drift after release the button due to the lift motor drive tube. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.